Event description:
The caller reported an issue with the insulin gauge displaying a different amount than expected, specifically showing a fill estimate of 23 units instead of the expected 180 units, with a difference greater than 30 units. Despite this discrepancy, there was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.